Event description:
Caller stated that medical attention was sought on (B)(6) 2019 around 2:00pm at the end-users home. Caller stated that the end-user was not acting like herself, so she tested her blood glucose and received a result of 119 mg/dl. A normal result for the end-user for that time of day is around 180 mg/dl. She stated that the end-user was incoherent and had a lack of motor skills. The caller then decided to transport the end-user to (B)(6). The caller stated the when they got to the hospital the end-users blood glucose was 70 mg/dl. The caller stated that the end-user was given orange juice and is unsure of any other treatment the end-user may have received at the hospital. The end-user was admitted to the hospital for 48 hours. The end-user had a blood glucose of 180 mg/dl when she was discharged, and she was told to follow up with her primary doctor. Her primary doctor took away novolog and novolin and added linagliptin, and repaglinide. No additional information was provided.